Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and will be transferred to hemodialysis due to peritonitis. The cause of the event, treatment and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date at the end of (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.